Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the physician had sutured the valve down and then noticed a cuspal tear. The valve was removed and replaced with another valve. Additional information has been requested.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory,the valve was discolored showing evidence of blood contact. Two small tears, one through the sewing ring adjacent to the left right inferior coaptive area and on the outflow rail adjacent to the right cusp, appeared to be associated with a sharp object possibly a needle or forceps. All leaflets were slightly stiff, but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. A tear in the left cusp through the free margin and lunula appeared to have occurred during implant. Tiny cuts and/or tears in the right cusp through the tissue and base stitching and tunica on the inflow through the septal shelf appeared to be associated with a sewing needle during implant. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided and the analysis findings, it is concluded that use error was the likely cause of the event. There are no trends on this issue. (B)(6). (B)(4).